Event description:
It was reported that loss of capture was noted after the patient underwent radiotherapy. Explantation will be scheduled.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the returned device data. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The provided device data were thoroughly analyzed. The data analysis indicated a dysfunction of the pacing threshold measurement. The cause of this was, however, not detectable. But it cannot be ruled out that the reported radiation was the cause of the clinical observation. It was reported that the pacemaker underwent a reset procedure and now functions properly. If additional relevant information should be available, this incident will be updated.